Event description:
It was reported that five days after a repeat cardiac ablation procedure for recurrent atrial fibrillation (af), the patient was found unresponsive at home. The patient had previously been well since the ablation with no new symptoms noted. Emergency medical services were called, and the patient was transferred to the emergency room and declared dead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.